Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. Alerts that are known to contribute to wbc contamination were not generated in this run data file. As the trima accel system cannot count the cells entering the platelet product bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In this case, the signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled was leukoreduced. Although the trima accel system has several methods for detection of possible wbc contamination, it is possible that some events may elude the detection capability of the trima accel system. Run data file analysis did not show a conclusive root cause for the elevated wbc content in the platelet product reported for this collection. It is possible, though not conclusive this failure may be related to donor specific blood characteristics that may challenge the trima accel leukoreduction system. Lot number, manufacture and expiry date are not available at this time. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the count for the product was 2.47x10^6, and therefore, below the limit of 5.0x10^6. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Alerts that are known to contribute to wbc contamination were not generated in this run data file. As the trima accel system cannot count the cells entering the platelet product bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In this case, the signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled was leukoreduced. Although the trima accel system has several methods for detection of possible wbc contamination, it is possible that some events may elude the detection capability of the trima accel system. Run data file analysis did not show a conclusive root cause for the elevated wbc content in the platelet product reported for this collection. It is possible, though not conclusive this failure may be related to donor specific blood characteristics that may challenge the trima accel leukoreduction system. Lot number, manufacture and expiry date are not available at this time.  Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The platelet collection set is not available for return because it was discarded by the customer.